Manufacturer narrative:
(B)(4). B5: correction to the following statement in the initial MDR, 'the sensor was inserted into arm, which is off label usage of the device.' - correction. H6: investigation conclusion - correction to remove code 24, documented in error.

Event description:
The sensor was inserted into arm.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm, which is off label usage of the device. The patient stated she developed 'burns on tummy and arm this one needs antibiotics as deep burn'. The patient self-treated the area with an unspecified antibiotic. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.